Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. The reported white foreign matter was observed on the catheter handle. Device history record review: while it was confirmed this device met the specifications in place prior to its distribution, it was determined that the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. Further investigation into this behavior are currently being conducted. Device technical analysis: upon receipt at boston scientific's post market laboratory the device underwent visual inspection. Upon inspection, the reported white foreign matter was observed on the catheter. Based on testing of a returned device with similar attributes, the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. This device was sent to the supplier for additional investigation. The supplier analysis confirmed the results of the boston scientific's findings that the powder was due to adhesive blooming on the device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of foreign material present in device is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion based on the available information, boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains on the handle section of the catheter. A corrective and preventive action (CAPA) investigation was initiated to further evaluate events where removable white stains on the catheter handle were observed and determine the root cause. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter had a residue on the flush port and in the tubing. Prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. After the packaging was opened a residue on the flush port and in the tubing of the catheter was noticed. Residue could also be observed around the guidewire port. The catheter was replaced due to potential risk of infection. The procedure was then completed with no patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter had a residue on the flush port and in the tubing. Prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. After the packaging was opened a residue on the flush port and in the tubing of the catheter was noticed. Residue could also be observed around the guidewire port. The catheter was replaced due to potential risk of infection. The procedure was then completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory some white stains were observed. Deployment to basket and flower was successful on every attempt and no unusual resistance was noted. The reported clinical observations were confirmed by the analysis results. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter had a residue on the flush port and in the tubing. Prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. After the packaging was opened a residue on the flush port and in the tubing of the catheter was noticed. Residue could also be observed around the guidewire port. The catheter was replaced due to potential risk of infection. The procedure was then completed with no patient complications. The device is expected to be returned for analysis.